Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the siderail end tube was bent. The technician replaced the end tube to repair the stretcher.